Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.5. Date: (B)(6) 2011, inratio: 1.6. Date: (B)(6) 2011, inratio: 1.6. Date: (B)(6) 2011: inratio: 1.8, lab: 6.0. Pt's target therapeutic range is 2.0 - 3.0. Meter and lab tests done an hour apart.

Manufacturer narrative:
Investigation pending.